Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the initial procedure? Carpal tunnel. When did the issue occurred? Pre-op, intra-op or post-op? Intra-op. What is the procedure date & event day? (B)(6) 2021. Did the surgery was completed successfully? If yes, yes by using another thread. Could you please clarify what was used to complete the procedure? Another thread. Did the patient suffer from any consequence due to the issue (breakage suture)? No. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance were identified.

Event description:
It was reported that a patient underwent a carpal tunnel procedure on (B)(6) 2021 and suture was used. During the procedure, the suture broke. Changed another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.